Manufacturer narrative:
H10: internal complaint reference: (B)(4) the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found the device with a fractured anchor in a bag. The stay suture does not appear to be damaged, but is not passing through the anchor due to the fracture. There is labelling confirming the part number, and showing that the lot of the device is 2055746. A visual inspection of the returned device found that it is not in its original packaging. The stay suture is wrapped in the wings of the handle. Then anchor is fractured at the suture window. There is debris on the device. The stay suture shows no signs of damage. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation of the device found that the stay suture is unable to hold the anchor, due to the anchor being broken at the suture window. It cannot be determined if the stay suture would be able to pass through the anchor normally, due to the condition of the anchor. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found the device with a fractured anchor in a bag. The stay suture does not appear to be damaged, but is not passing through the anchor due to the fracture. There is labelling confirming the part number, and showing that the lot of the device is 2055746. The complaint of anchor fracture was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. The complaint of the difficult to pass stay suture thread was not confirmed and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder cuff repair surgery, the green thread of the footprint anchor could not pass through the head normally before the inner bolt is rotated. Additionally, the anchor broke off. The procedure was completed with non-significant delay using a back-up device. No patient complications reported.